Manufacturer narrative:
The customer used all the strips in their vial. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
The event occurred in (B)(6). Device evaluated by MFR: device requested for return but was not available.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 14:30 was 6.4 inr and the laboratory result from a venous sample collected at 14:45 was 2.8 inr. The patient's therapeutic range is 2.0 - 3.0 inr. There was no allegation of an adverse event. The patient has antiphospholipid antibodies. The patient does not have any liver malfunctions. The affected test strips were requested for return but there were no test strips left in the vial to return. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation is currently ongoing.